Manufacturer narrative:
Evaluated two open/used reservoirs. Dislodge plungers and reconnected; performed pre-fill reservoir test. Found no leakage anomaly during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no leakage or air bubbles when plungers were disconnected from reservoirs. Cannot performed manual test to reservoirs due to the reservoirs dislodge (plungers to stopper-plungers). Performed a visual inspection and found no physical or cosmetic damage. Evaluated one open/used reservoir(transfer guard not returned). Dislodge plunger and reconnected; using a new lab transfer guard; performed pre-fill reservoir test. Found no air bubbles and no leakage anomalies during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles when plunger was disconnected from reservoir. Cannot performed manual test to reservoir due to the reservoir dislodge (plunger to stopper-plunger). Performed a visual inspection and found no physical or cosmetic damage. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a leak at the reservoir barrel. Customer stated that leak past second o ring. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.